Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported the catheter was contaminated while opening the package. Prior to an ablation procedure to treat atrial fibrillation, the manufacturer representative was opening an intellatip mifi open-irrigated ablation catheter. The packaging ripped in his hand and he brushed the handle of the catheter. The device was not used; a different device was used to complete the procedure. There were no patient complications.